Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing tachycardia with hypotension. The right ventricular (rv) lead dislodged. There was a micro perforation with cardiac tamponade. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.